Event description:
Revision surgery - patient was just over 4 years post-op, and was doing great. Patient does not remember any "event" that could have damaged knee, just recently started hearing "clicking." Upon examination, it was discovered that the post had sheared off the ps component.